Event description:
It was reported that balloon rupture occured. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation; however, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. It was further reported that during the first inflation at 6 atmosphere for 10 seconds, the balloon ruptured.

Event description:
It was reported that balloon rupture occured. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation; however, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.